Event description:
It was reported that approximately two weeks post filter implant, the pt was admitted with back pain, CT was performed and it showed perforation of two filter legs. Two days later, the physician attempted to retrieve the filter using a snaring device; however, attempts were unsuccessful as the apex was on the cava wall. A balloon catheter was used to push the apex off the cava wall and the physician was able to retrieve the filter using a recovery cone.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The device has been returned for evaluation, and the investigation is currently underway.